Manufacturer narrative:
Device evaluation: no product was returned. The investigation determined the most probable cause to be the expulsor not operating as intended; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an error. Per reporter the patient felt the device was going off too often. Infusion finished on time. No patient harm/adverse event reported. The pump was used to prime the extension tubing. Continuous infusion rate: 2.4 l/hr. Air detector and upstream sensor were off. Lock level: ll2.